Event description:
It was reported that during a gyn procedure the device was displaying incorrect fluid measurements. As a result, the pt experienced a 7 liter fluid deficit which required medical intervention. Pt outcome was positive.